Event description:
Medtronic integrity 3.0 x 12 stent came off balloon in pt's proximal right coronary artery undeployed/unexpectedly. Dates of use: (B)(6) 2010. Diagnosis or reason for use: arterial lesion.